Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during on-site visit. The claimed issue was reproduced during troubleshooting, when o2 concentration set to 100%, the device displayed 81%. According to received information in service report, replacement of the o2 hose solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Device's logs were not provided. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value or an absolute minimum alarm limit of 18%. O2 hose issue affecting o2 concentration is gas delivery error, meaning that the wrong gas concentration is delivered from the system and the gas concentration is measured correctly. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 hose.

Event description:
Manufacturer's ref. #: (B)(4).